Event description:
The core universal driver was sent for evaluation due to overheating while being tested. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The contact pins in the potted trigger assembly were burnt, and the gears on the firs stage didn't rotate smoothly.